Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 8.2-8.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 14.1-15.6cm and 25.1-26.1cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 17.3-17.4cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 16.9-17.0cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of low hv lead impedance.

Event description:
It was reported that when the patient presented in clinic after receiving a patient notifier for eri. Device interrogation revealed low, out of range high voltage lead impedance. It was also reported that in (B)(6) 2009, the sense/pace portion of the lead was capped and replaced due to high thresholds. The lead was explanted and replaced. The patient did well during and after the procedure. There were no adverse consequences to the patient.